Event description:
It was reported that the patient has expired after a implant duration of zero days. The cause of death was not defined in the operative report. Per the operative report, the patient could not generate adequate left ventricle function or systolic blood pressure to allow for successful separation from bypass. Patient ultimately expired.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.